Event description:
Pt was seen for varicose or "spider vein" removal with a "laser type" device on her legs. Pt now has permanent hypopigmentation in stripes down her legs. According to reporter the salesperson at the MFR said this could only have occurred due to user error. Also according to the pt the dr prescribed emla cream for use prior to the treatment, but that the physician denies any liability because the treatments are performed and the laser owned by an lpn, to whom he rents office space. The reporter has reported both the nurse and the physician to their respective boards.